Manufacturer narrative:
One device was received for evaluation. Visual inspection found the bottom case tamper seal to be broken, and a damaged top case. Review of the device's event history log was unable to be done due to the log being cleared. Functional testing was conducted. Upon review, the reported problem was duplicated. It was determined that foreign pieces to the device were the root cause. The broken pieces were removed from the device. The service history review identified an indication that the complaint was related to a service of the device outside of the review period. Health effects updated,

Event description:
It was reported that there are parts moving inside the unit. Patient involvement unknown.

Manufacturer narrative:
Other text: b3. Date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.